Event description:
Baxter (B)(4) received a report that an intermate leaked before patient use. The device was filled with a 240-ml solution of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample confirmed leakage inside the bag that enclosed the units. The root cause of the leak was a broken distal luer due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The incorrect manufacturing date was included in the initial medwatch.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The incorrect root cause and results code was submitted in the follow up medwatch. The root cause of the separated tubing was due to excessive forces applied to the tubing during the handling of the unit. A batch review was performed on the reported lot with no deviations found.